Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a connect driveline alarm on their backup system controller on (B)(6) 2024. The patient stated that the system controller was in their backup bag, not connected to power, when it started to alarm with the driveline disconnect. They had not switched system controllers, and it stopped alarming once the patient was instructed on how to deactivate the system controller. They also had a replace backup battery alarm on the same system controller that had never been in use. There was a previous driveline disconnect in (B)(6) of 2023, that was believed, the system controller was used for education purposes. In addition, this system controller¿s door that covers the driveline disconnect red button was malfunctioning. It would close all the way, even when a driveline is not connected. Log file showed the system controller was connected to a pump for about 4 minutes back in (B)(6) of 2023. There were driveline disconnects after this 4-minute period. The log file showed the system controller was connected to power on (B)(6) 2024 between 18:56:02 and 19:44:39. There were driveline disconnects during this time frame. Due to the locking mechanism being broken, the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the locking mechanism not functioning as intended and a connect driveline alarm becoming active on the backup system controller was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (20240611_031907) and downloaded (d6170915) for review that showed overlapping events spanning approximately 11 days ((B)(6) 2022, (B)(6) 2000, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 per timestamp). A driveline disconnect alarm became active on (B)(6) 2024 at 18:56:03 and remained active until the system controller was shutdown at 19:44:39. The system controller was not connected to external power nor a pump prior to the alarm activating. The system controller was not connected to the patient¿s pump throughout the log file, which is consistent with the provided information of the system controller being a backup controller. There were no other notable alarms active in the log file. The system controller was connected to a test power module, system monitor, mock loop and was functionally tested. The system controller passed all testing and was able to support pump function for an extended duration without any alarms activating. During testing, it was noticed that a rattling from within the housing was heard upon moving the system controller. The system controller was disassembled, and it was observed that the stop door of the locking mechanism had become damaged. The observed damage allowed for the driveline disconnect release button¿s cover to fully close regardless of a driveline not being inserted into the system controller. The root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.